Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The seal was extended outside of the delivery device tube; it remained anchored to the tension spring assembly. The seal was cracked along the fifth and sixth rows from the outer edge. The green slide lock and the white plunger were depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any pt effects.